Event description:
It was reported that the customer went to the emergency room and was subsequently hospitalized with a blood glucose (bg) level of 18mmol/l and a ketone level of 1.7mmol/l; cause was unknown. Customer was treated with an insulin pen to address the elevated bg. Customer was discharged (B)(6) 2025 with the issue resolved and no permanent damage. Customer continued to use the pump for insulin therapy. Customer is expected to consult with a healthcare provider regarding diabetes management.